Event description:
The pt's pump telemetry confirmed a non-critical alarm that occurred due to the premature eri (elective replacement indicator). The pt did not have any symptoms. The pump was to be replaced due to the battery performance field action. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).